Event description:
(B) (4). A 4.0x150mm balloon burst at 14 atm. No complications reported.

Manufacturer narrative:
This product was received back to clearstream and was examined by a product development engineer. The balloon had ruptured and the failure mode appeared to be a pinhole. The pinhole was located in the center of the balloon and no obvious signs of damage were apparent on the balloon which could have caused this failure mode. It is not possible to definitively pinpoint the root cause of this failure mode; however, a search of our complaints database indicates that we have not experienced this issue with sleek products in the past, or with the clearstream litepac product. We will monitor this issue through our post market surveillance procedure and reopen this investigation if further similar complaints are received.